Manufacturer narrative:
As a result of foreign confidentiality requirements, no pt info was available.

Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a ambient super turbovac 90 ifs. Thirty minutes into the procedure, an intra-operative inspection of the wand found that the metal plate had allegedly melted. The physician was able to complete the procedure with a new wand. No pt complications were reported as a result of this event.